Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn and partially separated. The coating for electric insulation of the probe was partially missing. Foreign material that looked like tissue was built up on the grasping section, and it seems that the device was used during procedure. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has been warned in the instruction manual as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
It was reported that the tissue pad was partially separated when the subject device was inspected before use. There was no patient injury reported. On (B)(6) 2020, olympus medical systems corp. (Omsc) found that the tissue pad was partially separated and the coating of the probe for electric insulation was partially missing. Foreign material that looked like tissue was built up on the device, and it seems that the device was used during procedure. This is the report regarding the separation of the tissue pad and the missing of the probe coating.